Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found no anomaly. Evaluation codes were updated upon device analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer via the manufacturer's representative (rep) reported heating. There was a constant burning pain at the battery site. The patient was having trouble charging it because it burned so bad when charging. She had not noticed the temperature sensor being activated on the recharger. It felt like the battery was burning from the inside out. The patient had a second battery for her lower extremities, but was not having issues with that system at all, just the new battery placed for her arms. The patient was hospitalized 5 days after surgery for what looked like an infection at the battery site as it was red, swollen, and tender. Her white blood counts were normal and the infectious disease doctor said he did not think the battery was infected. The patient did receive IV vancomycin when she was in the hospital. When the rep saw the patient on the day of the report, there was a penny sized black scab at the incision and the skin over the battery was red and slightly warm to touch with flaky skin. The patient was having a lot of pain at the battery pocket site. The patient had the issue since the battery was implanted. Impedances were normal. The patient was getting really good coverage to her hands. She did not bring the recharger, so the rep was not able to look at it. The battery was explanted on (B)(6) 2016. The infectious disease doctor said the site was not infected. The patient's family felt it was the battery that caused the issues to the pocket site. Cultures were sent. The wound and redness on the skin appeared to follow the outline of the battery. There was no obvious sign of infection in the pocket when it was opened. Wounds were thin and superficial. A picture was sent. Relevant medical history included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported the battery was explanted on (B)(6) 2016. The patient believed the device was faulty. The patient had shocking and burning when it was implanted in her at the battery site. There was also pocket pain and then the device was explanted. At the time of the report, the issue was resolved. The battery was explanted and the patient no longer felt shocking and burning where the battery was implanted. The patient's college classmate further reported the system was explanted due to infection or sensitivity and they wanted to make sure before they implanted a new device so an allergy or material sensitivity kit was requested. This classmate stated the symptoms sounded like sensitivity or infection and noted the original complaint for possible infected device was logged earlier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.